Manufacturer narrative:
This report is submitted on february 28, 2023.

Event description:
Per the clinic, the patient experienced fluctuating impedances and poor performance with the device. Subsequently, the patient was treated with IV steroid on (B)(6), 2023 (duration not reported). The implanted device remains.